Event description:
It was reported that the device would not operate on ac source. There was no report of patient involvement with incident.

Manufacturer narrative:
Phisio-control evaluated the device and observed that it would not charge an installed battery and would not operate on ac source. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the root cause of the malfunction, the removed power supply assembly, and found the output voltage low. Further component root cause was not determined.